Event description:
It was reported that on (B)(6) 2008, direct stenting was successfully performed in the distal circumflex artery for treatment of a de novo lesion, using a 3.5x18 rx xience v stent. Post dilatation was performed. There was no adverse patient effect. On (B)(6) 2011, the patient expired. Although requested, cause of death is unknown and no autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the xience v was implanted with direct stenting (no pre-dilatation). It should be noted that the xience v instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effect. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.